Event description:
I purchased this product after reading the warning label "caution: the packaging of this product contains natural rubber latex, which may cause allergic reactions." I have shown some indications of sensibility to latex in the past, but because the product itself wasn't identified as containing latex I felt I could wash my hands after applying the bandage and I would be safe. I consider the term "packaging" to include the box, bandage wrapper, and adhesion material covers; and the bandage itself to be the product. An hour or so after applying the bandage I experienced allergic contact dermatitis with erythema, blisters, pruritis, and a loss of skin surface when I removed the bandage. While the label does identify latex, it is not clear that anyone with allergic reactions should not use this product.